Manufacturer narrative:
(B)(4). Results/conclusions: guidewire. Eval summary: the device was returned for eval. A 0.014" mandrel would not pass through inner most likely due to hardened blood or contrast. The balloon had been inflated. There was a hole located just distal to the balloon bond. Blood and contrast were present inside the balloon and inflation lumen. The device was placed in a water bath to soften the hardened blood and contrast. The distal shaft was cut just distal to the exchange joint and attached to an inflation device. Negative prep was performed and a continuous flow of bubbles was noted. The balloon could not be inflated due to the hole located just distal to the balloon bond. The inner was removed from the outer. A protruding hole was located on the inner shaft approx 2mm proximal to the proximal marker band.

Event description:
A nc sprinter balloon dilatation catheter diameter 3mm length 12mm was being used to pre-dilate a lesion in the left main trunk. Prior to use the device was inspected and prepped with no issues noted. The device was advanced over the lesion and successfully inflated and deflated. The device was withdrawn from the vessel and re-loaded back into the guidewire. During this attempt the physician noted that the wire came through the balloon. The physician stopped using the product and used a non-medtronic device as a replacement. The physician confirmed there was a hole on the balloon but could not confirm the hole on the wire lumen. No health hazard was caused to the pt. No add'l clinical sequelae were reported.